Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device was not returned. Additional manufacturer narrative: the device was not returned to edwards for evaluation as it remains implanted. The device history record was reviewed and showed that this device met all manufacturing specifications for product released prior to distribution. No issues were identified that would have impacted this event. Without return of the device or additional information the root cause of the patient's death, in relation to the mitral valve is indeterminable and the clinical observation cannot be confirmed. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information a 29mm mitral pericardial valve exhibited regurgitation, severity "3" five (5) weeks after this 68 year old patient underwent mitral valve replacement (mvr), tricuspid annuloplasty and cabgx2. Through investigation, it was learned the regurgitation scale used to rate the regurgitation was "1-6". In this case, the regurgitation was noted to be "mild to moderate." Patient was reported to be symptomatic. Through follow up with the healthcare provider it was learned the patient's mitral regurgitation has become moderate and the lv is getting worse. It was reported that one of the leaflets may be damaged or experiencing dysfunction. It was learned that the patient expired due to unknown reasons.